Event description:
It was reported that the (B)(4) intraocular lens was removed intraoperatively due to bent haptic. The incision was enlarged to remove the lens. Another lens of the same model was successfully implanted. The surgeon used a ez-28 delivery device during surgery. According to the surgeon the most likely cause of the event was due to loading error. This report refers to the pt's left eye. Please reference MDR # 1119279-2012-00189 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.